Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received form the USA stating that the device experienced heat. It is unk if the device was used during surgery. It is unk there were no injuries or medical intervention occurred. There was no additional information provided.